Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy-assisted distal gastrectomy, the first firing was successful. For the second firing, the surgeon articulated the jaws and approached to the tissue and tried to return the jaws to the straight position, he pushed the blue button and the silver button at the same time, however, the device did not react at all. The surgeon could return the jaws to the straight position with pushing blue articulation toggle. When the device was removed from the patient's body, the handle indicator flashed. The surgeon pushed the blue button and the silver button at the same time over again, however, the jaws articulated to wide left angle. The procedure was completed with another device. There was no patient injury.